Event description:
It was reported that the patient expired in 2008 due to multi organ failure after an implant duration of 2 days. Reportedly, the device is not available for return. No other details were provided.

Manufacturer narrative:
Device not returned.